Manufacturer narrative:
One device was returned for investigation. It was reported that "personnel handling pump smelled the burning smell and touched the top of the pump, and it was hot. Personnel got the lid open and one of the copper coils touched their hand and it burned badly. Personnel got the batteries out of it and almost 15 minutes later the batteries were still so hot they couldn't hold them in their hand.", cannot replicated the report error. The customer did not send in with the battery. Found broken and melt battery door and compartment. The device works well with ac adapter and aa batteries. The probable cause of the report error is the user error -- abuse of the device. Replaced battery compartment, battery door, dso sensor, len, keypad, and labels to resolve the report error. This device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pharmacy put batteries in the pump and was going to download it and noticed that it felt very warm bordering on hot when was picked up. The batteries were in for about 5 minutes. Personnel handling pump smelled the burning smell and touched the top of the pump, and it was hot. Personnel got the lid open and one of the copper coils touched their hand and it burned badly. Personnel got the batteries out of it and almost 15 minutes later the batteries were still so hot they couldn't hold them in their hand. The lid was actually tacky as it had gotten so hot it was melting the plastic. The issue occurred during testing. The issue did not contribute to patient injury, as the injury occurred to the staffer that performed the test on the product. There was patient involvement and no one was harmed as a result of event.